Manufacturer narrative:
Customer reported bad motor. Seals on bottom case and plunger assembly were broken, front corners of top case were cracked and chipped. Motor was not running, performed occlusion test on device. Motor not running error was found at the beginning of occlusion test. Main board was misaligned due to pump been dropped or mishandled by customer. Realigned main board, replaced motor bracket due to old style motor bracket was found in pump, also replaced leadscrew and clutch halves for preventive. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had an issue with the motor. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified motor not running.

Event description:
Additional information received via email: no patient involvement.